Event description:
Customer reportedly obtained results of 260 mg/dl and 123 mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.